Manufacturer narrative:
H3: it was found in the analysis that the side usb port was broken. Crm card was scratched. Usb-c connector was not working. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the console had the error 'self test failed' after booting up then forces a shutdown. Patient interface had software issue. Cable was replaced but the button 'update now' remain grayed out. Patient interface are also not recognized as device in setting. There was no patient impact.